Manufacturer narrative:
Batch review performed on 10 february 2021: lot 186598: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-03. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: at follow up visit, a loose screw is noted in the posterior part of the joint, clinically irrelevant so far, but it is not apparent if this screw came out of the implanted prosthesis. In fact, this would be possible, though rather unlikely, if this screw was the stem fixation screw. Its self-unscrewing is an extremely rare occurrence.

Event description:
Through the x-rays the surgeon recognized a screw unscrewed 1 year and 1 month after the last surgery. Probably the screw comes from the femoral extention stem, the entire construct is composed of augments, stems and offsets. No revision surgery is planned at the moment. For all screws, it was confirmed that the correct torque limiter, where necessary, was used.